Event description:
Still used the torn in half wrap/the belt part pulled off and she had to use safety pins to hold the wrap together so she could use it [contraindicated device used], wrap tore in half / the belt part pulled off [device issue]. Narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unknown age started to use thermacare heatwrap (thermacare lower back & hip), lot number: ar5202 and expiration date: apr2022, on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not reported. The patient used this product for years. On an unknown date, she opened one up because she blew her back and unfortunately the wrap tore in half. She didn't have the box anymore because she bought them in bunch. She stored them up because she couldn't find them that easy that days. She couldn't live without them. She still used the torn in half wrap. The belt part pulled off and she had to use safety pins to hold the wrap together so she could use it. She discarded the wrap. The action taken with thermacare heatwrap in response to the events and the clinical outcome of the events was unknown at the time of the report. On 02dec2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare lower back & hip. Lot number: ar5202. Expiration date: apr2022. Description of compliant: "she opened one up because she blew her back and unfortunately the wrap tore in half". Complaint sub-class: came apart / separated / torn (excludes damaged cells). Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch: ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Batch / process record review: this batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch for belt separating from wrap. Reserve sample evaluation: did not confirm reserved defect. Lot-specific trend identified: no. Expedite trend identified: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as quality defect). The sample has not been received at the site for evaluation, the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Amendment: this follow-up report is being submitted to amend previously reported information: this case has been reassessed as reportable. No follow-up attempts are needed. No further information is expected. Followup (02dec2020 and 07dec2020): new information from the product quality complaint group and from the same contactable consumer (patient) included: investigation results, additional details on the events and information that the patient discarded the wrap. Based on follow-up information, this case has been reassessed as non-reportable. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
Product: thermacare lower back & hip. Lot number: ar5202. Expiration date: apr2022. Description of compliant: "she opened one up because she blew her back and unfortunately the wrap tore in half". Complaint sub-class: came apart / separated / torn (excludes damaged cells). Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch: ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Batch/process record review: this batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch for belt separating from wrap. Reserve sample evaluation: did not confirm reserved defect. Lot-specific trend identified: no. Expedite trend identified: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as quality defect). The sample has not been received at the site for evaluation, the complaint cannot be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim she still used the torn in half wrap contraindicated device used, wrap tore in half; device issue. Narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unknown age started to use thermacare heatwrap (thermacare lower back & hip), lot number: ar5202 and expiration date: apr2022, on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not reported. The patient used this product for years. On an unknown date, she opened one up because she blew her back and unfortunately the wrap tore in half. She didn't have the box anymore because she bought them in bunch. She stored them up because she couldn't find them that easy that days. She couldn't live without them. She still used the torn in half wrap. The action taken with thermacare heatwrap in response to the events and the clinical outcome of the events was unknown at the time of the report. The product quality complaint group provided the following: product: thermacare lower back & hip. Device lot number: ar5202. Expiration date: apr2022. Description of compliant: "she opened one up because she blew her back and unfortunately the wrap tore in half". Complaint sub- class: came apart/separated/torn. Severity: s3+. Site sample status: unknown. Pr state: pending investigation. Dchu assessment: this case has been determined to be reportable as malfunction and anticipated deterioration in state of heath due to the thermacare heatwrap being torn wrap. Amendment: this follow-up report is being submitted to amend previously reported information: this case has been reassessed as reportable. No follow-up attempts are possible. No further information is expected.